Event description:
It was reported that the customer's device takes too long to charge defibrillation energy and also would not deliver defibrillation energy. The device also had its service indicator illuminated and logged multiple event codes. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of leg 13 of the integrated circuit chip, designator u10 from the digital pcb assembly. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.